Event description:
It was reported that a malfunction occurred with the customer's pump, indicated by malfunction code 199. There was no adverse impact to the customer's blood glucose level. Customer was assisted by cts in resetting the pump, and the malfunction code did not recur. Customer was informed to continue using the pump and to contact support if the issue reappears.